Event description:
It was reported the screw portion broke off of the handle when they were trying to move it laterally from the orbital rim. There was no backup available, but the case was able to be finished. No further information is available at this time.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.